Event description:
It was reported that an o-ring was on the pneumatic tap. The customer was able to remove the o-ring from the pump. Reportedly, the cartridge was reloaded and insulin delivery was resumed. Customer's blood glucose was 300 mg/dl.